Event description:
The rep reported the deivce was used during a laparoscopic cholecystectomy. It was reported the er320 had malformed clips and did not fire them securely. The rep was in the case and to him the applier appeared to be functioning properly but the surgeon could not find the clips he had fired. There was no consequence to the pt. 07/29/1998 the case was completed using this er320.